Manufacturer narrative:
As this lead will not be returned no analysis will be performed. Should additional information become available this event will be

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged one day after the implant procedure. The lead was repositioned successfully and remains implanted. No adverse patient effects were reported.